Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history lot: part: 04.130.354s. Lot: 2l86684. Manufacturing site: grenchen. Release to warehouse date: 16.january 2019. Expiry date: 01.january 2029. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. The investigation could not be completed; no conclusion could be drawn at the time of filing this report. A review of the device history record has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2019 the patient underwent a hardware removal due to a broken plate. Initially, the patient had an open reduction internal fixation procedure for the right finger metacarpal fracture and was implanted with a variable angle (va) locking phalangeal base plate on (B)(6) 2019. During the rehabilitation period, on (B)(6) 2019, the patient took his baggage and there was a snap sound on the affected area and the plate was found to be broken. The reoperation time was about sixty (60) minutes and all implants were replaced by a new plate and wires. The stress was concentrated on the affected area as the surgeon inserted the unknown screws rigidly near the fracture site. The procedure was completed though it is unknown how it was completed. It is unknown if there was a surgical delay. Patient and procedure outcome were unknown. Concomitant device reported: unknown screws (part# unknown, lot# unknown, quantity unknown). This complaint involves one (1) device. This report is 1 of 1 for (B)(4).